Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 7.8 mmol/l. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the formatted history file due to a force sensor zero off set out of specification. Unable to perform the functional testing, including the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the display window and case.